Manufacturer narrative:
An attempt to reproduce the reported event using cp app with 3.2.0 installed on iphone 12 mini (v.17.0.3) with mmt-1885 pump (software version 6.7v) was conducted and confirmed the issue is reproduced. We have observed that we are not able to see event on history screen after upgrading cp app from previous version to 3.2.0. The software failed to meet the specified requirements and performance expectations. We found two issues in our investigation. Firstly, for the basal rate issue the root cause stems from the code responsible for concealing the basal rate during auto mode not functioning following the transition to udm. While the same default values (0.000 rate and basal pattern 1) are transmitted to cl and cp in auto mode. This issue doesn't appear in prior editions of cp, despite the fact that the code has not been altered. Secondly, for event loading issue we found that with the introduction of udm in version 3.2.0, the json structure of 'display message' response objects have transformed. As a result, the database-to-application (dbtoappnotificationhistoryentitymapper) mapper fails to fetch the objects from the database, causing them to fail to load on the history screen. This issue leads to a continuous loading spinner on the history screen. To assist with the resolution of the event loading issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: unfollow and then follow the patient again. Reinstall the 3.2.0 app. Currently there is no work around for basal rate issue. The issue will be resolved in the upcoming cp application release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The problem persists after uninstalling the carelink connect app and restarting the phone and theninstalling the app again. Unable to resolve with existing troubleshooting or labeled instructions,issue escalated.